Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 7.2-7.3cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was not abraded at this location. Reliability laboratory technician; (B)(6). No complaint received with return of device. Failure (event) observed during analysis.